Event description:
Procedure type: urological. According to the reporter: the pt underwent an anterior and posterior repair procedure for treatment of pelvic organ prolapse on 11/27/2006. The pt then experienced pelvic/low back pain, dyspareunia, and flu symptoms. Revision surgery was performed on 06/28/2007. The doctor performed a pelvic exam and noted mesh erosion of 4 cm in length and 0.5 cm in width. The pt has undergone or will undergo corrective surgery or surgeries. (B)(4). MDR ref #9615742-2008-00020 (avaulta posterior biosynthetic support system). Bard MDR ref #1018233-2009-00066. Note: this report is associated with bard report #(B)(4) for avaulta posterior system, bard product ID (B)(4). The original procedure was performed at (B)(6).